Manufacturer narrative:
The immucor laboratory tested retention product on 01feb2018, which performed as expected. The immucor laboratory also tested a returned blood sample from the customer site with retention product on 25jan2018, which yielded ntd outcomes, and as a result the customer's issue was not reproduced or confirmed. Immucor performed a DHR review on 30jan2018 which showed that the product met all specifications before being released to market. (B)(4).

Event description:
On (B)(6) 2018, a european (B)(6) customer site reported an unexpected negative antibody screen when using capture-r ready-screen (pooled cells) with a galileo neo instrument.